Event description:
On (B)(6) 12, the patient presented for a device change out due to eri and was asymptomatic prior to the surgery. When the device was removed from the pocket, the patient lost pacing support. The device was programmed to bipolar pacing and sensing. Auto capture was not enabled and the device did not revert to a hardware pacing mode. Pacing support was still not observed after the device was re-inserted into the pocket. This device was implanted on (B)(6) 06, and was explanted on (B)(6) 12. The physician was dr. (B)(6) at (B)(6) medical center. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).